Manufacturer narrative:
(B)(4). One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm3771402] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that approximately 1mm of the hexlobes on the x-25 driver distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip of the driver becoming stripped. Based on the outcome of the trend analysis, no further trending action will be taken as a part of this complaint file. The root cause for the x25 tighter distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the nurse was setting up her table, I noticed that one of the final tightening shaft from the expedium system was stripped on the end tip. This is due to wear and team from tightening all of the caps. No delay was obtained as the shaft was immediately retreived and was not used on the patient. The same product was used in order to complete the case. As the patient was not impacted in this case, no patient information was obtained. I have nothing further to add.